Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6)2019. The patient stated he started to feel symptoms of diabetic ketoacidosis (dka) on (B)(6)2019; he stated that it caused pain in his chest and felt like a cross between appendicitis and a heart attack. He tested his ketones with a strip at about 11:00pm that night and went directly to the emergency room (ketone values were not provided). He stated that when he got to the ER, the cgm was reading 203 mg/dl with a flat arrow and when the nurse checked his blood sugar it was 570 mg/dl. He removed the cgm as soon as the inaccuracy was noticed. He stated he was in the intensive care unit (ICU) for 2 days and was treated with IV fluid and IV insulin. His blood sugar was checked every hour while in the ICU. He was released from the hospital on (B)(6)2019. He stated that he was taking percocet (containing acetaminophen) for a broken back but had not had any accuracy discrepancies from this in the past. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.